Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was under delivering insulin and they had hyperglycemia. Blood glucose went to the 400 mg/dl. Customer was correcting his blood glucose with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was walked through the rewind and prime process and was able to load. Customer reports they had contacted their healthcare professional regarding the high blood glucose. Based on customer's report he was alleging insulin pump for under delivery because reservoir was full even. Customer did self test and it was passed. Insulin pump will not be returned for analysis.